Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the spare lamp of the device was often on during a procedure. The device was used with a video processor otv-s190. The user replaced the lamp of the device but the event was not resolved. The user continued to use the same devices and completed the procedure. Then, olympus inspected the device at the service department of olympus trading (B)(4) and found that the main lamp of the device did not ignite due to the defect of the power supply unit. Reportedly, the device turned off automatically. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the accidental failure of the internal components of the device (part of converter) because three years have passed since the manufacturing of the device.